Event description:
Additional information was received from a health care provider (hcp). It was unknown what caused the kink.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturing representative that they had a decrease in pain control. A dye study was performed on an unknown date (before pump replacement on (B)(6) 2015, and it looked perfect. The catheter was being replaced on (B)(6) 2015. It was noted that the issue was resolved at the time of this report. The system was delivering infumorph 10mg/cc at a dose of 1.464. The lot number was unknown. The indications for use were non-malignant pain and post surgical neuritis. The reason for the catheter replacement and the patient's outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
The patient's status was "alive - no injury" at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative and health care provider (hcp). The patient was experiencing an increase in pain levels on a dose that was effectively managing pain for an extended period of time. Eri (electronic replacement indicator) of the pump was nearing the end of life. In the past, she responded well to increasing the bolus duration. The hcp did programming and made bolus duration faster. They also did a catheter dye study, which was normal. The patient did not notice any benefit with the changes in programming. It was decided to electively replace the pump due to the eri (electronic replacement indicator) nearing end of life. At the time of the replacement, the surgeon was unable to aspirate cerebral spinal fluid (csf) through the catheter access port (cap), but they were able to aspirate a small amount of fluid directly from the catheter when the pump was disconnected from the catheter. They explored the catheter and released a kink. Then, the patient had better flow of csf and opted not to replace the catheter. Following replacement of the pump, the dose was titrated back up to the settings where she was having good pain control for the extended period of time (her baseline settings). The patient was still having an increase in pain and was not noticing any difference pain levels as the dose was increased back up. It was decided to send the patient back to the operating room to have a catheter replacement, which was performed on (B)(6) 2015. The manufacturing representative reported that the patient was doing well. The patient had been titrated back up to her baseline setting again and had notice improvement in her pain levels. Follow up was conducted regarding the cause of the kinked catheter.